Manufacturer narrative:
Investigation summary an internal complaint (B)(4) was received indicating that the kittner dissector separated from the applicator during use. The defective sample initially was reported to be available for evaluation. Due to the contamination of the sample, it was requested that pictures of the defective product be sent in lieu of the sample. As of the date of this report, no pictures have been received. The work order for the reported lot number was reviewed for discrepancies that may have contributed to the reported event. No discrepancies were identified. The raw material is supplied to deroyal by (B)(4). Therefore, a supplier corrective action request was issued to (B)(4). A response is due april 6, 2017. As of the date of this report, a response has not been received. The investigation is ongoing. When new and critical information is received, this report will be updated.

Event description:
A kittner sponge came off the applicator while in use.

Manufacturer narrative:
Root cause: the kittner dissector is supplied to deroyal by (B)(4). Therefore, a supplier corrective action request (scar) was issued to (B)(4). In its response, (B)(4) stated evidence suggests an incorrectly glued tip, not previously detected during 100 percent manual pull testing, may loosen and detach after additional handling or use. Corrective action: in its scar response, (B)(4) stated no new corrective actions are being taken as a result of the reported complaint. In response to previous reported failures of this nature, (B)(4) has clarified its manufacturing procedure and retrained all operators on the proper tip folding, gluing, and wrapping techniques. All current in-house material was manufactured after implementation/verification of these previous corrective actions. Investigation summary: an internal complaint ((B)(4)) was received indicating that the kittner dissector separated from the applicator during use. On april 3, deroyal received notice from the FDA of a medwatch report (mw5068566) that was submitted. It was determined that the incident reported in the medwatch is the same incident reported in call (B)(4). The defective sample initially was reported to be available for evaluation. Due to the contamination of the sample, it was requested that pictures of the defective product be sent in lieu of the sample. As of the date of this report, no pictures have been received. The work order for the reported lot number was reviewed for discrepancies that may have contributed to the reported event. No discrepancies were identified. The raw material is supplied to deroyal by (B)(4). Therefore, a supplier corrective action request was issued to (B)(4) on february 23, 2017. A completed response was received march 28, 2017, and accepted by deroyal personnel on march 29, 2017. The raw material dissector has been on purchase inspection at deroyal since the first reported complaint for this issue. Each lot has been inspected with no non-conforming product found. Preventive action: in its scar response, (B)(4) stated the area supervisor will be monitoring operators to ensure the gluing process is performed correctly. The production inspector will continue to check all sticks for tip retention. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
A kittner sponge came off the applicator while in use.